Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 8/15/2016 with the following findings: a review of the pump¿s black box data and alarm history showed consecutive cs052/cs054/cs012 call service alarms. During investigation, the pump powered on with auditory and vibration functioning, however, the display was blank. Further testing was unable to be completed due to the blank display. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board. During testing, the slave processor upload was unsuccessful. Investigation revealed that a slave processor failure had occurred. The complaint of a cs 069 call service alarm was unable to be adequately investigated due to the blank display issue. Unrelated to the complaint, a visual inspection showed that the battery compartment was cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 069 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.